Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 10. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and abscess. No further patient complications were reported.